Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; the events were confirmed. Evaluation found that two devices were affected by corrosion and one device was found to have worn components. One device was not received for evaluation, but is expected to be returned. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the devices were reportedly overheating. The user facilities were not aware of patient involvement or patient impact regarding 2 events. One event occurred with no patient involvement and one event occurred during patient use; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was expected to be returned for evaluation; however, it was not received by the manufacturer.

Event description:
This report summarizes 4 malfunction events, in which the devices were reportedly overheating. The user facilities were not aware of patient involvement or patient impact regarding 2 events. One event occurred with no patient involvement and one event occurred during patient use; no patient impact.